Event description:
Customer reportedly received result of 290 mg/dl on the aviva system and 125 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Review of the medical records and images by agareview of the medical records and images by aga's medical consultant resulted in the following findings: the implant tte probe was positioned at zero degrees and showed a large defect without an aortic rim and an inadequate superior rim. The non-coronary aortic sinus appeared to bulge into the right atrium. The defect was then viewed at 92 degrees and measured about 20mm; however, if the thin ivc rim was included, the defect measured about 23-24mm. At 49 degrees, the defect appeared the smallest at about 16mm, which indicated the defect was oval-shaped. The defect was balloon sized properly and the optimal sized aso was selected. The aso appeared well positioned and the waist did not touch the aorta; however, to be expected, the device edges did. Additionally, the edge of the ra disc bulged into the non-coronary sinus. A tte performed about eight weeks after implant showed development of a color-flow jet from the aorta to the ra. The edge of the ra disc appeared to have penetrated into the aortic sinus. The operative report confirmed these findings. According to aga's medical consultant, this patient experienced a device related perforation that resulted in a fistulous connection between the aorta and the ra. Tamponade did not occur because the device perforated directly into the aorta and did not penetrate the pericardium or transverse sinus. Optimal balloon sizing and device size selection was performed; however, the oval-shaped morphology may have been associated with the observed device related complications.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Event description:
At the eight week follow-up appointment following implant of a 26mm amplatzer septal occluder, the patient was generally feeling unwell. A tte was performed and a small aortic to right atrial perforation was observed near the device. The device was surgically explanted, the asd was closed and the perforation was repaired. The patient was reported to be doing well following surgery.